Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On 13-may-2024, it was reported that the patient was hospitalized due to high. The patient's blood glucose level was 498mgdl. No further information available.

Manufacturer narrative:
E1: patient city: dubai. Patient country: united arab emirates.